Manufacturer narrative:
A ge representative evaluated the system and cleaned and lubricated the high voltage cable connectors, system operates as in tended. (B)(4).

Event description:
The customer reported that x-ray tueb is arcing. No pt injury was reported.